Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
During thrombectomy procedure, the subject device retriever was used to remove the proximal face of clot located at the middle cerebral artery (mca) m1 segment. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 2a, national institute of health stroke scale (nihss) of 6 and mrs (modified rankin score) of 0. During withdrawal, the vasospasm occurred, and the medical management was administered in response to the patient vasospasm. The procedure was completed with the subject device. After 24 hours post procedure, the patient showed (nihss) of 2. No other information was provided.

Event description:
During thrombectomy procedure, the subject device retriever was used to remove the proximal face of clot located at the middle cerebral artery (mca) m1 segment. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 2a, national institute of health stroke scale (nihss) of 6 and mrs (modified rankin score) of 0. During withdrawal, the vasospasm occurred, and the medical management was administered in response to the patient vasospasm. The procedure was completed with the subject device. After 24 hours post procedure, the patient showed (nihss) of 2. No other information was provided.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. The device history record review confirms that there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon review, the harm observed in this complaint is anticipated in nature as per the dfu and associated risk documentation. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.